Event description:
It was reported that during a follow up, the device could not be interrogated. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.